Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related complaint to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had an unusual smell and then smoke coming from the trigger. Smoke was coming from actual device, possible shortage. Device was not working properly, it would start then stop. A new device was pulled to continue with the case. No harm done to the patient.

Manufacturer narrative:
Trackwise ID # (B)(4). Updated section: b-3, b-4, g-4, g-7, h-2, h-10, h-11 corrected section: h-6 from 3189 to 1585.

Event description:
N/a

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, e3, g4, g7, h2, h6, h10 the lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
Related complaint to (B)(4).